Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump under infused paclitaxel (96mg in 100ml) during patient infusion. The expected infusion volume was 116 ml. The rate was set at 120 ml/hr with a vtbi (volume to be infused) of 120 ml. After one hour, the pump alarmed ¿volume complete,¿ but no medication had infused. The nurse added another 120 ml and observed that the drip rate was extremely slow. An additional 90 ml volume was added, and the rate was increased to see if the pump would deliver medication faster. The medication finally infused after 2 hours and 5 minutes. The pump indicated 274 ml were infused. It was further clarified that the initial actual infused volume after the first hour was 0 ml, and the full 120 ml infused only after reprogramming the pump. For the first hour (non-infusion) this medication was alone on the primary line. Sodium chloride 0.9% bolus infusion was added to the vascular access device following the first hour. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and deliver ed within specification. Review of the event history log for the reported event date shows a paclitaxel infusion was initiated with a rate of 120 ml/hr and a vtbi (volume to be infused) of 120 ml. The infusion started at 16:03 and ended at 17:03, with no issues. Subsequently, at 17:06, another infusion was started with the following parameters: rate of 120 ml/hr, vtbi of 120 ml, and a given dose of 120 ml. The infusion was stopped at 18:03, earlier than expected, due to an increase in the rate to 150 ml/hr at 17:56 and to 200 ml/hr at 18:01. However, at 18:03, the vtbi was increased by 90 ml, and the pump stopped at 18:12 due to an air-in-line problem, which may not be related to the device, with a vtbi of 274 ml. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.